Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital pharmacist reported that at the end of a cataract extraction procedure, when the surgeon was using a syringe and cannula in inject an antibiotic solution into the anterior chamber, the cannula detached and caused damage to the retina. Additional info provided indicated the cannula detachment caused damage to the iris, to the choroid and retina. The intraocular lens (iol) fell into the posterior segment. The iol was replaced and retinal laser surgery was required. The pt is being monitored closely.